Manufacturer narrative:
(B)(4)

Event description:
It was reported that through merlin.net transmission, two non-sustained episodes due to noise were observed. There was also a vf episode with an aborted charge due to noise. Patient will be brought in-clinic for further testing.